Event description:
It was reported that the insulin pump alarmed no delivery during a reservoir set change attempt. The blood glucose reading was 144 mg/dl. The customer declined troubleshooting assistance for the matter and stated that he would monitor the issue and call back if the issue recurred. He stated that during the reservoir change, the piston stopped twice at the same spot and alarmed no delivery once. He stated that the second time, he was able to restart the process and finished priming. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.